Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 47 mg/dl and 67 mg/dl. The customer was treated with food. The customer gave herself a cup of tea and the blood glucose went up to 75 mg/dl and 118 mg/dl the customer states she experienced low blood glucose as she gave herself too much of insulin. The insulin pump will not be returned for analysis.